Manufacturer narrative:
G4: 12jan2021. B4: 13jan2021. Many good faith efforts were made to reach the customer for additional information however the customer did not respond. If additional information is received, the complaint will be reopened and an updated report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported pressure transducer alarm and no oxygen available alarm. There was no patient involvement.